Event description:
Device malfunction lead to emergent surgery to explant device and surgical closure of vsd as well as correct other heart defects. This infant was scheduled for device closure of vsd. During the attempted implant there was a device malfunction. The left ventricular disc of the device was unable to be retracted into the sheath for exchange and removal despite multiple maneuvers and recapture techniques. It was felt that further manipulation would be unsuccessful. After discussion with the surgeon and implanting physicians involved in the case it was decided the best management would be surgical closure of the vsd and retrieval of the muscular vsd occluder in the or. A report of this event was sent to aga medical corporation and they are also investigating this event and reporting it to the FDA.vendor present in the room at the time of the event, confirmed that the device malfunctioned.